Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 199 mg/dl. No significant events leading to the alarm were observed. Customer declined to troubleshoot for the failed battery test. However, troubleshooting was done the button error. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. Button error alarm, no display anomaly, ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.